Manufacturer narrative:
B4.date of this report 21 january 2025. G3.date received by the manufacturer? 21 january 2025. H6.medical device problem code (a) corrected to 1516.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 14 february 2025. G3.date received by the manufacturer? 14 february 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an glucose suspend alert which led to early sensor removal.the sensor was inserted on (B)(6) 2024.